Event description:
It was reported to philips healthcare that when the heartstart mrx is plugged in the ac indicator light will not come on. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.